Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr) and prolapsed flail posterior leaflet for a mitraclip procedure. During the procedure, difficulty was experienced while releasing the clip from the clip delivery system. Troubleshooting was performed and was successful. The clip was observed to be opened and tilted after deployment sequence. Another mitraclip was deployed to further reduce the mr to grade 2. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported unintended movement (clip open - locked), difficult or delayed activation (clip deployment), or migration (partial clip movement). Additionally, a review of the complaint history identified no similar complaints reported from this lot. The provided imaging was reviewed by an abbott medical affairs manager. Based on available information, the reported difficult or delayed clip deployment appears to be related to procedural conditions (tension in the system), as tension was observed in the shaft, and the issue was solved with troubleshooting. A cause for the reported clip opening while locked could not be conclusively determined. It is possible that procedural conditions, such as tension in the system, contributed to this issue. However, this cannot be confirmed. The reported migration appears to be a cascading event of the clip opening while locked. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.